Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. No sample was returned however an image was provided. Upon visual inspection, it was found that the image was inconclusive in confirming the reported defect. Additionally, an option elite kit of the same lot was pulled from retains and inspected. It was found that the filter was installed correctly in the cartridge. The complaint can not be confirmed. Without the physical sample being returned, a thorough investigation cannot be completed. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
After the filter was implanted, it was found that it was installed upside down. Medical intervention was reported.